Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump continuously beeped with no message displayed. It was reported that the pump did display a "high pressure" alarm, but that there were no visible obstructions. Reporter indicated that a replacement pump would be sent to the patient and that the patient was able to switch to a back-up pump. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.